Event description:
It was reported that the patient complained of heart pounding. It was noted that the patient had frequently tracked premature atrial contractions (pac). There were programming changes to the rate response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.